Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification and moderate tortuosity. The 10x40mm absolute pro self expanding stent system (sess) was attempted to be used in a procedure. However, the thumbwheel of the sess did not work. Therefore, the stent was not able to be deployed. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another absolute pro sess was used to complete the procedure. Return device analysis found the stent implant was deployed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that inadvertent mishandling and/or interaction with the moderately calcified and moderately tortuous anatomy resulted in the noted kinked stent sheath thus preventing the shaft lumens from moving freely; ultimately resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. As the stent was deployed on the returned device it is likely the stent was deployed post procedure prior to shipment for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.